Manufacturer narrative:
Per tandem's user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using the cartridge and novorapid insulin for 7 days. Customer was informed that this was off-label according to the user guide and cartridge must be changed every 72 hours. The customer loaded a new cartridge to resolve the issue.